Manufacturer narrative:
Intuitive has received the large needle driver instrument associated with this complaint and completed investigations. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. As part of failure analysis, further inspection confirmed additional unrelated observations: first, a broken pitch cable was confirmed at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Second was a broken main tube. A piece measuring approximately 0.222¿ x 0.122¿ was broken. Further inspection was performed by opening the instrument housing and loosening the clamping pulley screws to separate the main tube from the proximal clevis identified small pieces from the main tube breakage inside of the proximal clevis.

Event description:
It was reported that during central processing, the large needle driver instrument had a frayed cable. There was no report of patient involvement.